Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where the customer stated that the aads line was leaking at air filter site on a syringe pump set. The type of incident was a2 failure and there was unexpected or prolonged care. The patient was affected by the event. There was patient involvement but no harm/adverse events.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending.

Manufacturer narrative:
D9 - device available for evaluation: no received one (1) used. List #mc330419, 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock. No visual damages or anomalies were observed. The reported complaint of a leak in the filter could be confirmed. The probable cause of the leak is the temporary loss of hydrophobic properties. The device history review (DHR) was not reviewed, and no lot number information was provided.

Manufacturer narrative:
D9 - date returned to mfg: 7/10/2025; d9 - device available for evaluation: yes.